Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va053wy, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported that preoperatively, the patient had bladder pain syndrome, high tone pelvic floor, urinary tract symptoms, foreign body and a suture granuloma in the vagina, as well as a malfunctioning right implantable neurostimulator (ins) that was no longer working. It was noted that the patient had a history of incontinence, bladder pain syndrome, and an overactive bladder. The hcp mentioned that the patient had a sling in the past and a foreign body in the vagina with irritation, dyspareunia, and pelvic floor pain. Both the foreign body and suture material were removed. During the procedure, botox was injected into the left iliococcygeus muscle, cystoscopy performed, and an altis mesh placed. It was also reported that the lead and ins were removed and replaced on (B)(6) 2015. The lead was removed from the ins and had poor motor response when tested. A new ins was placed and the lead was again tested. There were significant impedance on all leads, so the lead was replaced with a new one. It was noted that the patient did not have a good motor response, but they did have sensation in their vaginal and perineal area. This was the case when all electrodes were tested. The patient tolerated the procedure well and awoke in stable condition. It was indicated that they would have a trial of void, and would follow-up in two weeks following the procedure. They were given pyridium, percocet, neurontin, and keflex for a week. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.